Event description:
During the therapeutic implant of a PICC in a pt. The guidewire started to fray at the last 30cm after it was pulled out of the sheath dilator. None of the frayed material remained in the pt. The device was successfully removed from the pt. No sequellae was identified by the complaint as a result of the reported problem.